Manufacturer narrative:
The implant was returned for evaluation. The pusher, introducer, dispenser hoop, shrink lock and microcatheter were not returned for analysis. Investigation into the returned implant found deformity and offset coils. Upon further examination of the implant, the implant was found stretched at the proximal end. Although damage was found on the implant, it cannot be determined if this damage was caused during the retrieval process or during the procedure. Additionally, since the pusher was not returned, a thorough investigation of the device could not be completed. The root cause and the preceding events leading to the separation from the delivery puhser is unknown.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not been returned to the manufacturer for investigation. The root cause of the complaint cannot be determined. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during advancement of an embolization coil into an aneurysm, the coil unexpectedly detached. The microcatheter was removed and a stent was used to retrieve the detached coil from the patient. There was no reported patient injury. The current condition of the patient is reported to be fine.